Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified. Device patch with lot (or catalog) number lot number: 2217519 red particles in shell and gel observed. Opening extended on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reports rupture diagnosed with an MRI. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture diagnosed with an MRI. The device has been explanted. This relates to the right side.